Event description:
The customer reported that he was hospitalized due to high blood glucose levels, with a reading of 2381 mg/dl. Prior to the event, the customer had excessive thirst, and lost consciousness. The customer had been experiencing high blood glucose levels for the past month. Troubleshooting was performed, and the insulin pump was programmed correctly. The customer declined further troubleshooting, stating that the hospitalization was due to the cannula coming out of his skin. The customer felt that the insulin pump was working fine. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.